Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown) the device was unable to pace. Another device was used. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer reported the device did not display an ECG waveform when a three-lead ECG was applied. The customer indicated the issue was resolved after cleaning the ECG snap connectors. No product is being returned for investigation at this time.